Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced not being able to get up, was not fully conscious, and the cgm reading was 172 mg/dl. The emergencies were called and when the patient was brought to the hospital without any fingerstick being done. When a fingerstick was taken at the hospital the cgm was reading 176 mg/dl and the blood glucose reading was 26 mg/dl. The patient was treated with orange juice, crackers, and peanut butter, and her condition gradually improved. No medication was given and the patient was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was not fully conscious, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.